Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The cause for failure was due a damaged ca and defib board. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power on.